Event description:
It was reported to nuvectra that the patient did not receive any stimulation during intra-op testing of the trial cable. During surgery, the trial cable was tested and the lead was re-positioned with continued impedance issues. Subsequently, the lead was replaced and the patient is receiving stimulation.